Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was experiencing twiddlers syndrome. It was noted that the right ventricular (rv) lead had pulled back to the superior vena cava (svc) and had no capture. The rv lead was explanted and replaced. The implantable pulse generator (ipg) was re-implanted in a sub-muscular position to prevent further issue. No patient complications have been reported as a result of this event.